Event description:
It was reported that a spaceoar vue infiltrated the rectal wall, especially at the apex. There were areas at the base where the hydrogel was not entirely in the rectal wall. The magnetic resonance imaging scan was reviewed, and it was confirmed that at the midgland and apex, the hydrogel is in the rectal wall, and much of it is in the rectal wall at the base. The patient will receive a lower dose of 7740 in 43 fractions instead of the original plan of 7920 in 44 fractions to reduce the risk of complications.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/02/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a spaceoar vue infiltrated the rectal wall, especially at the apex. There were areas at the base where the hydrogel was not entirely in the rectal wall. The magnetic resonance imaging scan was reviewed, and it was confirmed that at the midgland and apex, the hydrogel is in the rectal wall, and much of it is in the rectal wall at the base. The patient will receive a lower dose of 7740 in 43 fractions instead of the original plan of 7920 in 44 fractions to reduce the risk of complications.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 05/01/2025, was chosen as the best estimate based on the date that the manufacturer became aware of the event, 05/02/2025. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular. Block h11: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Correction. Block b5 has been updated to include the additional information. Upon review, it was determined that the data reported under report number 2124215-2025-34280 had already been submitted under report number 2124215-2025-30900. As a result, a supplemental report was issued under 2124215-2025-30900 to incorporate the newly identified information.